Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the cause of the over-medicated was due to an increased dose of hydromorphone and baclofen. The patient's weight was not measured. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded baclofen ( 2000.0 mcg/ml at 730.6 mcg/day), dilaudid (300.0 mcg/ml at 109.58 mcg/day), and clonidine (100.0 mcg/ml at 36.53 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported the patient had muscle weakness and feeling "over-medicated" on (B)(6) 2013. The patient was scheduled for an it dos e adjustment. The clinical diagnosis was listed as it medication side effects. On (B)(6) 2013, the patient reported increased sedation and the pump was reprogrammed with an it rate decrease. It was indicated the event was related to the device or therapy and related to the drugs hydromorphone and baclofen due to increased dose. The issue resolved without sequelae on (B)(6) 2013.